Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 42 mg/dl. The customer stated they had a suspended threshold several times recently. The customer treated their low blood glucose reading with orange juice. The customer declined low blood glucose reading troubleshoot. The product was not returned for analysis.